Manufacturer narrative:
B4:01oct2021. The fse performed a full performance verification. There were no errors found upon completion of the full performance verification.

Manufacturer narrative:
B4: (B)(6) 2021. The field service engineer performed a full performance verification. This resolved the issue for the customer. No other information was provided. If new information is received, a supplemental report will be submitted.

Event description:
It was reported to philips that the mask came off of the patient, but the system didn't alarm that the mask was disconnected. The device was in use at the time of the event. The patient was placed on another device with no other medical intervention required aside from the device exchange. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer's site.